Event description:
It was reported, the pt was admitted with severe mitral regurgitation. A mitral valve repair was attempted along with a maze procedure; however, intraoperative echo noted there was still mild to moderate mitral regurgitation so the 25 mm sjm valve was implanted. One week later the pt was returned to surgery for add'l cardiac surgery and debridement of the mitral valve secondary to thrombus. A ventricular assist device was again placed. Two weeks later, the mechanical valve was explanted for thrombosis and replaced with a sjm biocor bioprosthesis.